Manufacturer narrative:
(B)(4). Investigation of the returned capio slim device was performed. Visual analysis found that the device had the carrier detached and due to this condition, the functional test could not be performed. The detached carrier was returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, based on all gathered information, the investigation concluded that the most probable cause for this complaint is design inadequate for purpose, which indicates that the problems traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of "carrier broken/detachment." That investigation determined that material brittleness is the root cause to the carrier breaking. The material brittleness is an inherent property determined by the heat treatment used for the parts. However, the complaint device was manufactured prior to the implementation of the solution activities. A labeling review was performed and, from the information available, this device was used per directions for use (dfu)/ product label.

Event description:
On june 3, 2020, an opened capio slim device was returned to boston scientific corporation. Analysis of the returned capio slim device showed that the carrier detached. The detached carrier was returned. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.